Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. It was also noted that the patient was having inadequate stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg was discarded.